Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The calcification was reported as "90 degrees" and mixed plaque. An non-bsc jl4sh guide catheter was positioned at the lesion site and then a non-bsc extra floppy guidewire crossed the lad. Another non-bsc guide wire was used to cross the left circumflex (lcx). A non-bsc intravascular ultrasound (ivus) catheter was advanced but did not cross the lesion. Balloon angioplasty was performed with an apex 2.0x20mm balloon which was inflated to 14 atms. Ivus was then performed. The physician attempted to advance a taxus liberte' 3.0x24mm stent to lad lesion but was unable to cross. The lesion was dilated with the apex balloon several times. The non-bsc guide wire which was in the lcx was repositioned to cross the lad and a parallel wire technique was used to deep seat the guide catheter for back up. The physician again attempted to advance the taxus liberte' stent, but it was still not possible to cross the lesion. An attempt was made to remove the stent delivery system from the pt but severe resistance was encountered, and the stent dislodged inside the pt. A 4mm snare was used to capture the stent and it was removed from the pt's body. Balloon angioplasty was performed with a lacrosse 3.0x15mm balloon. Finally a taxus liberte' 2.75x24mm stent was implanted at the target lesion. The procedure was completed and no pt complications occurred. The physician commented that the event likely occurred due to the need for further pre-dilatation and the severe calcification.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was returned separate to the stent delivery system (sds). The stent was returned attached to a snare device. The middle section of one end of the stent was stretched. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The remaining sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The calcification was reported as ¿90 degrees¿ and mixed plaque. An non-bsc jl4sh guide catheter was positioned at the lesion site and then a non-bsc extra floppy guidewire crossed the lad. Another non-bsc guide wire was used to cross the left circumflex (lcx). A non-bsc intravascular ultrasound (ivus) catheter was advanced but did not cross the lesion. Balloon angioplasty was performed with an apex 2.0x20mm balloon which was inflated to 14 atms. Ivus was then performed. The physician attempted to advance a taxus liberte¿ 3.0x24mm stent to lad lesion but was unable to cross. The lesion was dilated with the apex balloon several times. The non-bsc guide wire which was in the lcx was repositioned to cross the lad and a parallel wire technique was used to deep seat the guide catheter for back up. The physician again attempted to advance the taxus liberte¿ stent but it was still not possible to cross the lesion. An attempt was made to remove the stent delivery system from the patient, but severe resistance was encountered and the stent dislodged inside the patient. A 4mm snare was used to capture the stent and it was removed from the patient¿s body. Balloon angioplasty was performed with a lacrosse 3.0x15mm balloon. Finally a taxus liberte¿ 2.75x24mm stent was implanted at the target lesion. The procedure was completed and no patient complications occurred. The physician commented that the event likely occurred due to the need for further pre-dilatation and the severe calcification.